Event description:
It was reported that a luminexx biliary stent was placed in the ivc of a patient who was gravely ill with metastatic cancer. The patient had experienced extensive radiation. The physician reported there was no extrinsic compression seen on the vena cava at the time of the stent placement. The vena cava was measured prior to the stent placement. The diameter of the vena cava was 13mm at the greatest diameter. A competitor's stent was implanted first, size unknown, and then the biliary stent was implanted partially within the first stent. The approach taken was femoral. The patient reportedly had low sodium levels, so IV therapy was being administered after the stents were placed. It was reported that the patient did receive a high volume of fluids that may have affected the diameter of the vena cava. A CT and a chest x-ray were done after the placement and everything looked fine. The next day, the patient went in for an ultrasound and it was discovered that the stents had migrated together, as one, and were in the heart. The patient was transferred to a different hospital for open heart surgery for the removal of the two stents. The patient expired the next day. It was reported that an autopsy was done, but the physician at the initial hospital did not have the results. The physician understood that the patient died of complications related to patient's disease process and the open heart surgery procedure.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample has not been returned for evaluation, so a sample evaluation could not be performed. The sample is being retained at the user facility. Based on the information received to date, the results are inconclusive, and the root cause of the event is unknown. This application represents an off-label use for this device. The current information for use for this device states: the luminexx 3 biliary stent is indicated for use in the treatment of biliary strictures resulting from malignant neoplasms.